Manufacturer narrative:
The field service engineer fond there was a loose tubing connection on the pro cell and he tighten the connection. He ran several reagent primes and the customer ran calibration and qc with expected results. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found there was a loose tubing connection at the procell. He tighten the connection and ran several reagent primes. The customer ran calibration and qc and recovered the expected results. The investigation is ongoing.

Event description:
There was an allegation of a questionable tsh elecsys e2g result for one patient sample from the cobas e 801 analytical unit. The initial result was 20.1 uiu/ml and was reported outside of the laboratory. The repeat result was 26.6 miu/ml and was believed correct. The reagent lot number was 65331400. The expiration date was requested but was not provided.